Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported